Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08710 inches. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 700 mg/dl and the current blood glucose of the patient is 366 mg/dl. Troubleshooting was completed. The customer was treated with intravenous insulin. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.